Manufacturer narrative:
One 12tlw805f35 with a 1.5cc limited syringe were returned for examination. The reported event of burst balloon was confirmed. As received, the balloon was found to be ruptured in the central area. The central area of the balloon latex was missing. Both balloon windings were intact. No other visible damage was observed from the catheter. The through lumen was occluded with clotted blood that could not be cleared. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The thru-lumen embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material. This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization. It is not known if some procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use of this fogarty catheter, the balloon was found burst. There was no allegation of patient injury. The device was available for evaluation. Patient demographics were unable to be obtained.